Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips came out in a wrong shape. Not able to "occlude" a structure. Another device was used to complete the procedure. There were no adverse consequences for the patient. The clips are being returned with the defect instrument.